Event description:
Per the clinic, the patient experienced drainage, swelling and an infection at the implant incision site. The patient was prescribed with oral antibiotics on (B)(6) 2025 (specific duration not reported); however, the issue did not resolved. On (B)(6) 2025, the patient was treated with another courses of oral antibiotics and oral steroids (specific duration not reported). The patient also developed an extrusion of receiver/stimulator with swelling and inflammation around the edges of implant incision site and was subsequently administered with another courses of antibiotics (type and duration not reported) on (B)(6) 2025. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, and it is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the patient developed bacterial infection and skin breakdown at the implant site, as well as otitis externa with surrounding cellulitis.